Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported that the insulin pump had open book image on the screen. Customer mentioned that there were no any other alarms displayed prior to open book image on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Thus software was utilized and downloaded trace/history files properly. After power up, the lcd screen had a vertical green and red lines running across in the middle of screen. The original electrical board 1 was removed and installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the device powered up normally with no missing segment/display anomaly noted. However, device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, vibrator and the motor inside the device. Per visual inspection the lcd display controller was cracked. In conclusion, device received with missing segment due to cracked lcd controller. Device had cracked case (battery tube). The device p-cap or test reservoir locks in place properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.